Manufacturer narrative:
(B)(4). The customer reported the suspected turbine assembly is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected turbine for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays low pressure, circuit off, low minute ventilation, and ventilation high limit alarms. The customer reported the airway inspiratory pressure did not go up and the flow/volume waveforms were flat. The customer determined the most likely cause of the reported event is the turbine assembly. The issue occurred during patient use; the customer reported the patient's oxygen saturation by pulse oximeter (spo2) decreased. The customer reported the hospital staff substituted the device with another vela ventilator and reported the patient's spo2 went back to normal.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect turbine assembly for investigation. An investigation was performed; the reported issue could be confirmed and duplicated as described. The turbine interface printed circuit board assembly has become corrupted and failed. This issue will be internally investigated within vyaire.